Manufacturer narrative:
Investigation: in the review of the batch file no non-conforming parts were reported during the monitoring of the frequency and additional control the batch was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval. It took place at the foot of machine challenges to verify that the conveyor belt and feed hopper, are not a failure mode that could be causing the defective, so that cylinders are placed in the band and it is to reproduce the defective, however, it is not possible to replicate the only damage suffered by the carved cylinder, but it does not fracture. Regarding the hopper, although it is at its maximum capacity, cylinder fractures cannot be generated. So these are downloaded as a possible cause. It was carried out on foot of a machine an investigation with operative personnel and mechanics in the area of packing to evaluate if some equipment could generate this defective, it is commented that the servo motor presented some failures of intermittent way reason why the drag chains of the bands that transport the cylinder to place it in the bubble was stopped and caused an accumulation of cylinders causing the robot of load with the suckers that take the cylinder to place it in the bubble will hit them and could generate a fracture of the cylinder. Plan of action established: change of servo motor is requested. Communication of the claim with the personnel of line 6 to ensure that in case of failure of the servomotor to ensure that the product is segregated to avoid sending product with fracture.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe leaked during use. No injury or medical intervention.